Manufacturer narrative:
Follow-up #1 date of submission 08/09/2016-device evaluation: the pump has been returned and evaluated by product analysis on 08/08/2016 with the following findings: a review of the black box and alarm history indicated call service 012 alarms had occurred. The pump powered on normally and successfully completed rewind, load, and prime steps. The pump was exercised for 24 hours with no alarms occurring. The complaint could not be duplicated on investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that the pump was emitting call service 012 alarms that could not be cleared. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported as the issue may result in a missing bolus record in the pump history which may impact treatment decisions.